Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance and low out of range pacing impedance measurements. This system was subsequently explanted the lead. The physician electively explanted the device and replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.